Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that the cervical lead implanted at c2 had migrated to c4-c5 and confirmed via CT myelogram. It was noted that one lead was intrathecal. As such surgical intervention took place where both the leads were explanted on (B)(6) 2024.